Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack sn (B)(4) has been completed. The reported problem (will not hold charge) was confirmed. Upon investigation the battery was unable to recharge or power up a monitor. The cause for the failure was isolated to mismatched voltage of the battery tri-cells (4.410v, 4.216v, 0.094v). The root cause for the mismatched tri-cells was likely a defective cell. No adverse event resulted from the defective battery packs. The pt received a replacement battery pack.

Event description:
A (B)(6) female pt called zoll customer support to report that her battery pack was not holding charger. The pt was issued a replacement battery pack.